Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for two patients tested on a cobas 8000 c 702 module. The customer reported that "some results were released." The customer performed repeat testing with the samples. Patient 1's initial phosphate result was 3.72 mmol/l. The patient's repeat result was 1.21 mmol/l. Patient 2's initial phosphate result was 3.46 mmol/l. The patient's repeat result was 1.30 mmol/l. The phosphate reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
A hardware precision check was performed. The field applications specialist checked the rinse stations and found nozzles not springing back into position. He removed and cleaned the rinse nozzles. He noted low rinse station levels and made an adjustment. The field service engineer made adjustments to the reagent probe wash station and the water pressure. The investigation determined the service actions resolved the issue.